Event description:
Please see h10 for investigation results.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications. Potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Physician must be familiar with percutaneous, intravascular techniques and possible complications associated with the procedure. Procedure note medical review: a detailed medical review for has been performed. Data review indicates that the patient developed a left hemiparesis with associated dysarthria and underwent the performance of thrombectomy procedure assisted with angiography. Data review reported use of a bobby balloon guide catheter in the rci using a standard terumo wire and a 5f sidewinder catheter. Additionally, insertion of a 6f sofia aspiration catheter, a rebar 18 microcatheter and a traxcess 14 microwire were reported to have been used during the procedure. Combined thrombectomy with continuous aspiration on the sofia 6f using the axs pump system. Data review indicates a peri-interventional occlusion of the pericallosa artery was detected, which is probed using synchro standard select, headway 17 and catalyst 5. Release a 3 x 20mm solitaire and perform a thrombectomy using the solumbra technique with retrieval of a larger red thrombus. Afterwards, no occlusions are detectable (mtici 3). Successful recanalization of a distal m1 occlusion on the right and a periprocedural occlusion of the pericallosa artery (mtici 3). Procedure note medical review conclusion. No medical device malfunction was reported in the translated review of the medical procedure notes with reported successful recanalization of a distal m1 occlusion on the right and a periprocedural occlusion of the pericallosa artery (mtici 3). A detailed medical review has been performed. Data review indicates that the patient developed a left hemiparesis with associated dysarthria and underwent the performance of thrombectomy procedure assisted with angiography. Data review reported use of a bobby balloon guide catheter in the rci using a standard terumo wire and a 5f sidewinder catheter. Additionally, insertion of a 6f sofia aspiration catheter, a rebar 18 microcatheter and a traxcess 14 microwire were reported to have been used during the procedure. Combined thrombectomy with continuous aspiration on the sofia 6f using the axs pump system. Data review indicates a peri-interventional occlusion of the pericallosa artery was detected, which is probed using synchro standard select, headway 17 and catalyst 5. Release a 3 x 20mm solitaire and perform a thrombectomy using the solumbra technique with retrieval of a larger red thrombus. Afterwards, no occlusions are detectable (mtici 3). Successful recanalization of a distal m1 occlusion on the right and a periprocedural occlusion of the pericallosa artery (mtici 3). Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event.

Manufacturer narrative:
The op and post op note were received. This contained some patient demographics and details of the event. Medical imaging performed january 30, 2 days after procedure showed all intracranial vessels orthograde and properly perfused. Posterior circulation without pathological findings. Nih stroke scale pre intervention: nihss 16 (without right leg 13), mrs 5. Nih stroke scale post intervention: nihss 15, mrs 4.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer for analysis. Further imaging or reports were not provided. If new information is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
T was reported that during treatment of a stroke located in the left mca, m1 segment, a bobby balloon guide catheter could not be placed at the skull base due to the ica mid segmental. Embolus was observed int he aca territory after the first maneuver. It could quickly be recanalized fully within 30 minutes with one maneuver. The event was stated to possibly be due to the study device and/or a procedural complication due to emboli in new territory. The outcome is resolved without sequelae on (B)(6) 2023.